Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving multiple no delivery alarms from the insulin pump after changing the set 3 weeks previously. The customer reported that the issue was resolved by another set change. The customer did not want to return the related infusion set and reservoir. It was advised to call the helpline back if the alarms recurred in order to properly troubleshoot. The customer's blood glucose values were not reported. No further information was provided.